Event description:
It was reported that during a remote follow up, right ventricular (rv) noise resulting in oversensing and right atrial noise (ra) noise were noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating abbott technical support was contacted.